Event description:
On (B)(6) 2014, the reporter contacted animas, alleging random call service 064 alarms which were not resolved by rebooting the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump black box showed evidence of cs 078-0008 and cs 064-0008 alarms. During investigation, the pump emitted a cs 128-fe88 alarm which prevented the pump from being able to complete full investigation. The pump was observed to have moisture visible behind the display screen; a leak test was performed and the pump was found to be leaking from the display lens. The pump was opened and moisture was observed throughout the pump including the pump motor and flex connection.